Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the device involved with the complaint and completed device evaluation. Investigation revealed the instrument main tube was cracked. A micro-crack was found on the distal end of the main tube. Although the customer reported complaint does not itself constitute a reportable event, this is being reported due to the micro-cracks found on the instrument during failure analysis evaluation. The micro-cracks could lead to potential instrument arcing which can cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument could not be opened. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.